Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient went to increase stimulation, but saw something on their patient programmer (pp) screen that they had never saw before; the patient described seeing a power on reset (por) message. The reason for calling was to get further assistance with the por message. The potential reasons for why a por may have been triggered were reviewed. It was further reviewed that the patient will need to follow up with their healthcare provider (hcp) to address the por. Patient noted their battery might be low and their ins was implanted in 2015; caller inquired about longevity. Patient initially said they saw the por message on the date of initial report, but then they said they saw it the day prior. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the cause of the power on reset (por) message was determined and what actions/interventions were taken to resolve the por message, the patient said they have an appointment with their healthcare provider (hcp) on (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient met with their healthcare provider (hcp) on (B)(6) 2018 and said the battery was not working. The patient was further disappointed as the battery only lasted three years when their first implant lasted for five. Replacement surgery is scheduled for (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient saw their healthcare provider (hcp) on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.